Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 1100 mg/dl. The customer stated that she had surgery in 2008. Weeks later, the customer felt sick and went to the hospital. The customer was not able to see clearly the insulin pump serial number and troubleshooting was not performed. Assisted customer to run a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.